Event description:
A (B)(6) female who underwent a supracervical laparoscopic hysterectomy followed by placement of transvaginal mesh in the anterior and posterior compartments by another physician. She developed post operative pelvic pain and mesh erosion. She had failed conservative treatment with vaginal estrogen by her previous surgeon over the past year.